Event description:
A surgeon reports that a pt with piggybacked lenses had both lenses removed for dislocation. Add'l info has been requested. The use of two lenses in one eye is not included in the labeling for this product. Second lens documented in MDR 1119421-2006-00029.